Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that inflatable penile prosthesis (ipp) device was replaced on (B)(6) 2018 due to unspecified reason . A pump, 18cmx12mm cylinders and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that inflatable penile prosthesis (ipp) device was replaced due to device not inflating. It was stated that this patient did not have any adverse events prior to this surgery. A pump, 18cmx12mm cylinders and reservoir were implanted.

Manufacturer narrative:
Correction to device codes, event description, and complaint now is an adverse event and product problem. Device not returned for analysis.